Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and high thresholds causing pacemaker mediated tachycardia. The ra lead remains in service and no adverse patient effects were reported.